Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission revealed that the pacemaker exhibited far r oversensing on the atrial channel which result in an inappropriate mode switch. Programming changes were made. The patient's condition was stable.